Manufacturer narrative:
The failure of c56 prevented the power supply from operating on ac power. Please reference (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition, post timer 24v failure. There wasn't any patient involvement.

Manufacturer narrative:
Contact office correction: (B)(4). The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer repaired the unit by replacing the power supply. The unit successfully passed extended self test and performance verification test.